Event description:
It was reported that during a popliteal aneurysm procedure, advancement difficulties were encountered. Vascular access was gained through a contralateral approach. Upon attempting to advance the renegade hi-flo microcatheter over another MFR's guide wire and guide catheter, resistance was encountered. The physician removed the guide wire, guide catheter and the renegade hi-flo microcatheter together without incident. It was further reported that the renegade hi-flo microcatheter was "fragmented" at an unspecified location. The procedure was successfully completed with a different device. There were no pt injuries or complications. The pt's status was reported as "fine." It is noted that this product was used after the expiration date.